Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had a delay in the defibrillation pads registering on the monitor when first connected. After changing the pads and some troubleshooting, they were able to get a proper reading. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however there was no adverse event reported.